Manufacturer narrative:
Visual analysis was performed on the returned device. The reported needle to cuff miss was confirmed. Lot history record (lhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported needle to cuff miss and subsequent unexpected medical intervention appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the slightly calcified right common femoral artery using a prostyle device after an interventional angioplasty of the superficial femoral artery procedure with a 6f sheath. Reportedly, once the device was properly positioned inside the anatomy and pulsatile blood flow outside of the marker lumen was observed, the foot was opened, and the device was retracted against the anterior vessel wall. Upon needle deployment (step 2), despite no issue with depressing the plunger, the physician reported that step 2 "didn't feel right". Upon plunger removal, no suture was found attached to the anterior needle. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.